Event description:
A caller reported experiencing cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided instructions for a complete pump reset. After following the guidance, the customer successfully started their sensor session without the error code reappearing.